Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 99% stenosed lesion located in the calcified, extremely tortuous distal right coronary artery (rca), but was unable to cross the lesion. Upon removal, it was noted that the stent strut was lifted up. No pt complications were reported. Pt status post procedure is noted as good.